Event description:
The customer stated, that he tested his blood glucose using his contour meter and 2 meters (brand unknown) that he borrowed from a friend. The borrowed meters read between 135-140 mg/dl, while the contour read between 300-400 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement product will be sent.